Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that additional review of the log files revealed a no external power alarm was activated on (B)(6) 2023 at 16:00:26 when connected to the mobile power unit (mpu) due to both the white and black lead voltages diminishing to approximately 2.9volts (v). The event was consistent with loss of alternating current (ac) power loss. The backup battery was able to provide power to the controller during this event and pump function was not interrupted. The mpu did not have a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or the back of the unit. There were also no environmental circumstances that would have affected ac power at the time of the event. The mpu was reportedly not exchanged or removed from service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 42 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). On (B)(6) 2023 at 16:00:26, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~2.9v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis and remains in use. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was implemented to reduce the occurrence of a/c power cord becoming disconnected at the back of the mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mobile power unit was shipped with the v-lock cord but per provided information, it was not in use at time of the event. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.